Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). (Root cause cannot be determined). Deformation problem. Evaluation conclusion: (root cause cannot be determined). Known inherent risk of procedure (stent deformation). (B)(4).

Event description:
The physician was attempting to treat a lesion with stenosis located in the lad using an endeavor resolute (rx) drug eluting stent. The device was prepped prior to use with no issues noted. During the surgery, the lesion was pre-dilated, but it was reported that the device failed to cross the target lesion. No patient injury or other sequelae were reported for this event. When the device was returned to the manufacturing facility, and through analysis of the returned device, the stent was observed to be deformed. Device evaluation: the device was returned to medtronic for evaluation. The hypotube was kinked. The distal tip was flared. Initial mandrel movement failed due to a blockage in the inner lumen. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 9th distal stent segment were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).